Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(4) 2013. The clinic reported this event only and did not request field service or clinical support. Physician indicated that the flap torn because of pterygium not because of the laser.

Event description:
Customer reported a torn flap on patient left eye (os). Patient has a pterygium on left eye. Flap torn near the pterygium. Flap torn because of pterygium not because of the laser. Pre-op uncorrected visual acuity (ucva) on (B)(6) 2013 was 20/40 right eye (od) and 20/25 (os). Pre-op best corrected visual acuity (bcva) on (B)(6) 2013 was 20/20 od and 20/20 os. On (B)(6) 2013 post-op visit, bcva was 20/30 os. Flap healed without issue.